Event description:
It was reported that during a rectal resection, the device jaw was broken. A new shear was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.